Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity and remote monitoring disabled. Technical services (ts) reviewed device data and confirmed that remote monitoring disabled due to a loaded voltage measurement below 2.1 volts and recommended device replacement. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. This device has not been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity and remote monitoring disabled. Technical services (ts) reviewed device data and confirmed that remote monitoring disabled due to a loaded voltage measurement below 2.1 volts and recommended device replacement. At this time, this device remains in service. No adverse patient effects were reported.